Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was diagnosing atrial fibrillation with rapid ventricular response (af w rvr) as ventricular tachycardia in the monitor zone on two episodes. Technical services stated the cause was that the af w rvr was falling into post-ventricular atrial blanking period. Programming changes were discussed but none were made. No patient symptoms were reported.